Event description:
During a paroxysmal supraventricular tachycardia (psvt) procedure, an agilis sheath was inserted into the cardiac chamber. A non-abbot (siemens healthineers) acunav catheter was advanced through the agilis sheath, followed by the insertion of an advisor hd grid x catheter. Air was detected during the routine flushing and aspiration process. Multiple aspiration attempts were made; however, the air could not be completely removed. The agilis sheath was replaced, and the procedure was completed with no adverse consequences to the patient.